Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(4) 2018. The philip's product support engineer (pse) troubleshot this issue with the customer over the phone. The customer's air and o2 flow accuracy readings were within specifications. The customer reported the ventilator passed all testing and operated within the manufacturing specifications. No parts were replaced.

Event description:
The customer reported the ventilator oxygen (o2) concentration levels were out of tolerance. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.